Manufacturer narrative:
S/w version 6.21u. Retainer ring=black. Case type=ngp. Customer complains of pump error 43 alarm, found on (B)(6) 2023. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test at 4.25/5 lbs., force sensor test and occlusion test due to stuck motor. Stuck motor due to moisture damage to motor assembly. Pump passed the self-test. Unit successfully downloaded to thump. Confirmed pump alarmed pump error 43 on xxx in pump downloaded history due to moisture damage to motor assembly. Noted pump alarmed pump error 37 in pump history download on (B)(6) 2023 12:23:09.000 due to moisture damage to motor assembly. Pump was cut open to perform visual inspection and found¿moisture damage on pcb1, pcb2, motor assembly, lithium backup battery, and force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and corroded battery tube. Unable to perform required testing due to stuck motor noted during test. Stuck motor due to moisture damage to motor assembly. Noted pump error 37 alarm and pump error 43 alarm in pump downloaded history due to moisture damage to motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received pump error 43: ''an error in the motor was detected by reading an unexpected value from the hall sensor. Troubleshooting was performed, the alarm was cleared successfully, and the rewind was not completed. No harm requiring medical intervention was reported. The customer will discontinue using the device insulin pump and will be returned for analysis.